Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage right ventricular (rv) lead showed undersensing during ventricular fibrillation (vf), along with suspected right atrial (ra) lead p-wave undersensing observed. The rv lead was upgraded to a defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.